Manufacturer narrative:
(B)(4). The lot number is currently unavailable. The complaint device was discarded, therefore not available for a physical evaluation. However, based on the photograph provided, part of the tip of the top jaw was broken. Therefore, this complaint can be confirmed. We cannot discern a root cause, however, the information provided states that the reported failure occurred during a test on sawbones, a possible root cause for the reported failure can be attributed to excessive force during the technique. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a trial run and not in the operating room, it was observed that part of the tip on the expressew iii ac+ gun was broken.